Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 32581, was returned and analyzed. Visual inspection of the sheath showed it was intact with no apparent issues. Functional testing indicated the steering mechanism works properly. Both the sheath distal tip and dilator tip were intact, no fracture, breakage or kink on shaft were noticed. No teflon delamination was noticed at the tip of the sheath shaft. The sheath tip was atraumatic and with no sharp edges. Functional testing of the sheath showed that the deflection worked as per specification. In conclusion, the kink of the shaft was not confirmed through visual inspection. The sheath passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician wanted to do a bonus lesion in the right superior pulmonary vein (rspv) after ablation was done in the right inferior pulmonary vein (ripv). It was impossible to completely remove the curve from the sheath to go up into the rspv. The lesion was done but with a slightly different balloon positioning due to the curve in the sheath. The temperature decreased more slowly, but a good temperature was reached. When the sheath and catheter were being removed, it was clear that there was a slight curve on the sheath and complete deflection was removed. Furthermore, the physician tried again outside the body, but the issue persisted. The case was completed with cryo. No patient complications have been reported as a result of this event.